Manufacturer narrative:
Correction: description text has been updated from "device" to "efficia dfm100 defibrillator monitor". This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Additional details received from good faith effort indicate the patient condition/medical problem were unknown and the procedure attempted were unknown. There was no impact on patient. The device was in manual mode and external paddles were being used. The device was evaluated by an fse who confirmed the device was fully operational. Hardware error logs were provided by the customer. Philips evaluation of the hardware error logs showed there was no error message indicating the therapy function of the device was impaired. There is no evidence indicating malfunction of the device with respect to therapy delivery based on current device logs. Philips was unable to review the patient event file as several files were received, however, the customer biomed was unable to determine the exact date or time of the event. The customer biomed stated the issue was reported weeks after the event occurred which made it difficult for the exact date to be determined. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. It has been concluded that no further action is required at this time.

Event description:
Correction: description text has been updated from "device" to "efficia dfm100 defibrillator monitor". It was reported to philips the efficia dfm100 defibrillator monitor was not sending shock waves to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
It was reported to philips the device was not sending shock waves to the patient. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional details received from good faith effort indicate the patient condition/medical problem were unknown and the procedure attempted were unknown. There was no impact on patient. The device was in manual mode and external paddles were being used. The device was evaluated by a philips field service engineer. Hardware error logs were provided by the customer. Philips evaluation of the hardware error logs showed there was no error message indicating the therapy function of the device was impaired. There is no evidence indicating malfunction of the device with respect to therapy delivery based on current device logs. Review of the patient event file is pending. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device was not sending shock waves to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
It was reported to philips the device was not sending shock waves to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. Additional details received from good faith effort indicate the patient condition/medical problem were unknown and the procedure attempted were unknown. There was no impact on patient. The device was in manual mode and external paddles were being used. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The device was evaluated by an fse who confirmed the device was fully operational. Hardware error logs were provided by the customer. Philips evaluation of the hardware error logs showed there was no error message indicating the therapy function of the device was impaired. There is no evidence indicating malfunction of the device with respect to therapy delivery based on current device logs. Philips was unable to review the patient event file as several files were received, however, the customer biomed was unable to determine the exact date or time of the event. The customer biomed stated the issue was reported weeks after the event occurred which made it difficult for the exact date to be determined. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.